Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported deployment difficulty with the thumbwheel and partial deployment were able to be confirmed. The difficulty removing was not able to be confirmed as it was based on case circumstances. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported deployment difficulty, partial deployment, and difficulty removing appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the narrow, 90% stenosed, mid external iliac artery. A cross-over access was used using a 6fr cross-over sheath. Pre-dilatation was performed in right external iliac and the femoralis superficialis using a 6 x 80 mm dilatation balloon. Pre-dilatation of the popliteal was performed using a 5 x 40 mm dilatation balloon. The final result was fine; however, immediate recoil was observed. A 5 x 60 mm supera stent was implanted successfully in the right popliteal. Prolonged balloon angioplasty was performed on a previously implanted 5 x 150 mm non-abbott stent using a coated balloon at 8 bar for 4 minutes to treat in-stent restenosis observed in this stent. Deployment of the absolute pro stent was then attempted in the right external iliac; however, it was noted that during the attempt, after a few centimeters of the stent had deployed, the delivery mechanism became blocked leaving the stent implant partially deployed. The stent delivery system with the stent was retracted from the patient through the existing 6f cross-over sheath using gentle force and a stuttering movement without any issues noted. The procedure continued on with additional predilatation and the deployment of two non-abbott stents. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.